Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ileum resection. Original: el dispositivo prácticamente no ha llegado a completar ningún ciclo correctamente, dándose diversos fallos: - sonido de ciclo terminado ok pero que tras abrir mandíbulas no ha sellado y la paciente sangra - ciclo interrumpido y mensaje de "comprobar dispositivo" - ciclo interumpido y mensaje de "sin conexión con el terminal". Cuando ocurrió esto se cambió dl puerto 1 al 2, pero se siguieron produciendo los otros fallos. Las estructuras que se estaban intentando sellar eran los pedículos del mesenterio, y ha fallado simétricamente en ambos lados de la paciente, a izquierda y derecha, de muy poco calibre - de 1 a 2 mm- los doctores no se han atrevido a sellar estructuras con un calibre y número de vasos superior. Translation mis: the device was almost not used because it never closed a complete cycle of fuse, with some mistakes: - the device did the complete cycle of fuse but al open the jaws the tissue wasn't fuse and the tissue patient had bleeding. - interrupted cycle with sms 'check device' - interrupted cycle with sms 'without connection with the terminal' so I check the device into the other port but still were the same problems. The tissue they tried seal was mesentery and the mistakes were either in right or left part of the patient and the tissue was between 1 and 2 mm. The doctor didn't feel comfortable to seal biggest vessels. (They change the device to one competitor). Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, blood and eschar buildup was observed on the sealing surfaces of the jaws. During functional testing, engineering confirmed that the device met current specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event could not be determined as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products.